Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing?---no information. If so, did the noise prevent insufflation? Please describe the noise. ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Was any torque being applied to the trocar or device? ---no information. The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device. A leak test was performed and the device was noted to leak with the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h91p4w expiration date: 06/2016 manufacturing date: 07/2011 (B)(4) leak failure. The analysis results found that the device (c) was returned in good visual condition. Upon evaluation of the device. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h91p4w expiration date: 06/2016 manufacturing date: 07/2011 (B)(4) leak failure.

Event description:
It was reported that during a laparoscopic kidney procedure, air leaked from the valve soon after a forceps was inserted. The aeroperitoneum could be kept only when the valve was shut with a finger. Another device was used to complete the procedure. There were no adverse consequences for the patient.